Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the pump was empty due unrelated to the pump or therapy. It was noted that there was no refill issue. The cause of the event was unknown. However, the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump was filled shortly after implant and there were some difficulties with the refill. She stated the patient has had a lack of efficacy for the last couple of weeks. They accessed the side port and said that was successful but clinically the patient kept getting worse. They accessed the pump today and expected ~25 ml but only got out bubbles so they were suspecting some of the drug went into the pocket during the initial fill. It was confirmed that a prime would not be needed once the pump was refilled as there would still be drug in the catheter.